Event description:
It was reported that the pump screen was dark and would not turn on. The customer's blood glucose level did not exceed 500 mg/dl. The customer was advised to follow up with additional troubleshooting once they had access to the pump.